Event description:
It was reported that the anchor fractured, resulting in lead migration. The physician replaced the anchor and repositioned the leads during a revision procedure. All device fragments were successfully removed from the patient. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.